Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the cassette after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a puncture in the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn also wanted to know why the cycler would empty the heater bag (hb) and not refill using the solution bags on the side. Per the pdrn, it appears it gets stuck so they have to end the treatment early. Per the pdrn, no messages or alarms when the issue occurs. The pdrn requested a replacement cycler due to the issues. Technical support provided alarm criteria and advised the pdrn that its best to do live troubleshooting and to call back when the patient is connected. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the cassette after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a puncture in the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn also wanted to know why the cycler would empty the heater bag (hb) and not refill using the solution bags on the side. Per the pdrn, it appears it gets stuck so they have to end the treatment early. Per the pdrn, no messages or alarms when the issue occurs. The pdrn requested a replacement cycler due to the issues. Technical support provided alarm criteria and advised the pdrn that its best to do live troubleshooting and to call back when the patient is connected. Additional information was requested, however to date has not been provided.